Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the "high" volume function is not as loud as it used to be. The customer's blood glucose level was 317 mg/dl and it was addressed with a manual injection. Reportedly, the customer would continue to use the pump until replacement pump is received.